Event description:
It was reported that high impedances were measured during a revision surgery to change the implantable neurostimulator (ins) from a synergy to an ultra. There was no history of high impedance values prior to the procedure, and the system was properly configured with the 74002 adaptor. Impedances were measured at over 10,000 ohms on the majority of contacts. Impedances were re-run at 1.5 volts and were above 20,000 ohms on combinations. Electrode 3 had 8 contacts showing greater than 20,000 ohms. Impedances were re-run at 3.0 volts and impedances of 15,000 to 23,000 ohms were seen. The high values were mostly on the 0.3 lead. The 4.7 lead had values at 2300 to 9000 ohms. The only normal combination was 1 and 4, at 1355 ohms. After waiting for 15 minutes the patient felt a flutter when programmed with 1 and 4, and impedances dropped slightly but not enough to elicit stimulation sensation for the patient. The patient was going to be sent for an x-ray. The patient did not have any problems with stimulation prior to the battery reaching the end-of-life and needing a replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).